Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 3/8/25, an ilet user reported their blood glucose (bg) rose above 400 mg/dl after missing insulin since (B)(6) 2025 evening. Despite manual corrections, bg remained high, leading the user to call ems and be hospitalized. Discharged on (B)(6) 2025, they are now on manual insulin injections as they are out of cgm sensors. The user reported dry mouth and lethargy but did not test for ketones. Hospital treatment details were unclear.